Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 450 mg/dl at the time of incident and the current blood glucose of the patient is 112 mg/dl. The customer also report the blood glucose was 165 mg/dl. The customer report the symptoms related to high blood glucose was difficulty in breathing. The customer was treated with insulin pump. The insulin pump will not be return for analysis.